Event description:
It was reported that the implantable cardioverter defibrillator went into unexpected reset.

Event description:
Additional information received noted that the device went into backup mode due to exposure to magnetic resonance imaging (MRI) without device MRI protocol being followed. The device was successfully reprogrammed. The patient was stable.